Event description:
Per the clinic, the patient experienced pain with and without stimulation and the issue could not be resolved, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted device remains.